Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy, at the time of reconstruction with functional end to end anastomosis, there was no problem until the 3rd firing, but at the 4th firing, when approaching to the tissue, though the center control of the handle was operated the jaws could not be closed. Once released, and the screen of the device was checked, but it was dark and nothing was displayed. Another handle and shell were taken out, attaching the same adapter and cartridge, and they were able to be used, so the firing was performed and the operation was completed. The surgical time was extended by less than 30 min. There was no patient harm.